Manufacturer narrative:
The company rep observed error #63 in the fault logs and was unable to duplicate the problem. He replaced the pcba video generator (p/n 670-00-0781) and installed software. The iabp passed all function tests and pneumatic self-tests. Iabp returned to customer. The company evaluated the replaced pcba and could not duplicate the problem. The company sent the replaced pcba to the vendor and the vendor did not find a defect. (B)(4).

Event description:
The customer reported that while in use on a pt the iabp screen grayed out and became dysfunctional after a 'rapid gas loss' alarm ((B)(4)). The customer turned the pump off/on which the customer reported 'fixed the pump.' The customer reported that the pt was eventually discontinued from therapy. This event is related to another event for the same iabp that occurred on (B)(6) 2012. See medwatch 2249723-2012-00448.